Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic laparoscopic liver resection, the first handle paired with a 45mm was successful. However, during the loading of the second stapler, after clipping, and pressing the green safety button, the staple would deviate approximately 15 degrees. The surgeon replaced a total of three manual handles, three 60mm reloads and two 45mm reloads, all resulting in the same issue. The surgeon chose not to use the same product for suturing and cutting. No patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted test media was cleanly transected and the reload interlock was tested and found to function properly. It was reported that during the loading of the second stapler, after clipping, and pressing the green safety button, the staple did not deviate approximately 15 degrees. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to over flexure of the reload while attached to the instrument. The evaluation detected an unreported condition: of reload partially fired. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant product: egiaustnd - egiaustnd endogia ultra univ std stap, lot# p3e0217 egiaustnd - egiaustnd endogia ultra univ std stap, lot# p3c0376 egiaustnd - egiaustnd endogia ultra univ std stap, lot# p3d0044 egia45avm - egia45avm egia 45 artic vasc med sulu, lot# n3h2504y egia60amt - egia60amt egia 60 artic med thick sulu, lot# n3f0720y egia60amt - egia60amt egia 60 artic med thick sulu, lot# n3g1300y egia60amt - egia60amt egia 60 artic med thick sulu, lot# n3f0720y. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic liver resection, the first handle paired with a 45mm was successful. However, during the loading of the second stapler, after clipping, and pressing the green safety button, the staple did not deviate approximately 15 degrees. The surgeon replaced a total of three manual handles, three 60mm reloads and two 45mm reloads, all resulting in the same issue. The surgeon chose not to use the same product for suturing and cutting. No patient injury.